Manufacturer narrative:
The reported event of spontaneous release was confirmed. As received, a tri-layer catheter was returned in one piece. Visual examination of the catheter did not find any anomalies. X-ray examination found the release tether slipped from the tether screw at handle region. Dimensional analysis found the protrusion length and aligned offset were out of specification. The cause of the reported event was due to slipped tether.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for implant procedure. During surgery, the ventricular leadless pacemaker (lp) spontaneously released from the delivery catheter. The patient was in stable condition.